Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that since there were large amounts of dust noted in the vent filter analysis the hospital staff decided to proactively replace the pt's pump. It was also reported that the pt had not experienced any alarms or "pump performance disturbances." There were no stroke volume or rate variations reported. The pt's lvad was exchanged, and the pt remains ongoing on the new lvad.

Manufacturer narrative:
Pt remains ongoing with the new lvad. The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.